Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# va0dpqa, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va0dyx5, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient is having a lead / extension revision on wednesday due to an unknown problem. On the day of the revision, the health care provider (hcp) reported via the rep the following therapy impedance measurements: l1 1381 ohms, l2 1607 ohms, r1 2685 ohms, and r2 2473 ohms. Non-therapy impedances values were also reported and an unknown contact/electrode contained values of 89 ohms. It is unknown when the issue began occurring. There was no known impact or consequence to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) on oct-07 reported that pre-op impedances were all within range, and that there were high, out of range impedances post-op. Specifically, the out of range impedances are as follows. C <(>&<)> 9 = 4406, c <(>&<)> 10 = 5272, 8 <(>&<)> 10 = 5353, 8 <(>&<)> 11 = 5158, 9 <(>&<)> 11 = 4720. The managing clinician has further information related to the event and follow up is being conducted to obtain applicable information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.